Event description:
(B)(6) l lateral leg wound. Wound bed remains primarily pink but again seems to have a bit more pale subcutaneous tissue/ fascia present, the tendon appears to be a bit more covered. Debridement performed today prior to placement of primatrix dermal matrix graft. Small drainage. Primatrix #1 placed: graft size: 6cmx 6cm graft lot#: 1811102 expiration date: 02/28/2023 saline lot#: 8362826 expiration date: 12/31/2021 6/6: no sign of infection. Wound is appears to be more covered with granulation buds. Primatrix #2 placed graft size: 6cm x 6cm graft lot#:1811102 expiration date: 2023-02-28 saline lot#: 9018542 expiration date: 2022-01-31 6/13: no signs of infection. There is remaining graft in the wound. Negative for chills and fever. 6/20: no signs of infection. Graft incorporated, no graft available. Collagen gel placed 6/27: no signs of infection. Primatrix #3 placed. Graft size: 6x6 graft lot#: 1903124 expiration date: 06/30/2023 saline lot#: 9074617 expiration date: (B)(6) 2022 (B)(6): primatrix graft - large portion remains intact today. No signs of infection. Negative for fever and chills(B)(6): there is what appears to be moist layer of graft present in some locations today. No signs of infection. Continues to progress. Negative for fever and chills (B)(6): his wound was cleaned today and is somewhat hypergranular, none of his graft remains. No signs of infection. Lower leg/ankle increased with swelling from last visit. Sharp debridement performed. Negative for fever and chills. (B)(6): his wound is no longer hypergranular. No signs of infection. Negative for fever/chills (B)(6): he feels that he had increased drainage in the beginning of the week that was serous and it decreased over the last 2 days. Initial wound has improved in size but the new area of ulceration is larger and looks more like a boggy granuloma. I think the new lesion may be another skin manifestation of his scleroderma. Negative for fever/chills. No redness or erythema. Area protrudes 4mm from surrounding skin. .(B)(6): : no hypergranular tissue; drainage is improved. Negative for fever/chills. No redness or erythema.(B)(6): it is pale pink with flat granulation bed - will treat with sharp debridement today to stimulate. Negative for fever/chills. Tachycardic. .(B)(6): sharp debridement. Negative for chills/fever. (B)(6): there is only a small open ulcer remaining. It is pale pink with flat granulation bed - good epithelialization from the periphery. Negative for chills/fever. Tachycardic. .(B)(6): wound is healed. Negative for fever/chills. Tachycardic. No follow up with wound care from this point on. Recall of primatrix 5/2023. Reference reports: #mw5148666, #mw5148667.